Event description:
The customer reported that the system would display a communication failed error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the 5vdc power supply and reseated the connectors and the fuses. The system was tested and found to be working as intended and put back in service.